Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle missing.

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle missing. Based on the result, we concluded that it was caused due to the excessive force applied on the air/water nozzle. In addition, we confirmed that the remote button cut; however, it is not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.